Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a downstream occlusion sensor seal separating from chassis. It is unknown if there was patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was confirmed. The probable cause of the issue is that the downstream occlusion (dso) sensor and seal were damaged causing the intermittent error. The dso sensor and seal were replaced. Upon further investigation, the upstream occlusion (uso) seal was dimpled. The uso seal was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.